Event description:
A report was received that the patient's initial healing of the wound at the anchor site was not staying fully closed. The patient underwent a revision procedure wherein the clik anchor was buried a little deeper under the tissue. The patient was doing well postoperatively.